Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was noise and a polarity switch on the right atrial (ra) lead. It was also noted that the right ventricular (rv) lead was showing noise and sensing p-waves. The ra and rv leads were explanted and replaced. No patient complications have been reported as a result of this event.